Event description:
Customer called in and stated he has been getting button error alarm since yesterday and now the buttons are kinda sketchy. Customer stated he went to the ER because his bg's went high. High bg t/s per dop. Patient's bg is 300 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
No button response due to corroded keypad traces. Unable to perform functional test due to prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test due to keypad anomaly. No button error alarms noted. No ramping numbers noted on the display.